Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The patient required oxygen therapy to resolve the pneumothorax. In addition, the patient required hospitalization for greater than 24 hours before being discharged home.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a small to moderate pneumothorax which was confirmed via a post-procedure chest x-ray. The patient was asymptomatic. The pneumothorax was described as "small to moderate size, 20%" and did not increase in size over time. The patient required oxygen therapy and prolonged hospital stay for over 24 hours. The physician indicated that he believes the pneumothorax could have occurred via another modality. A follow up chest x-ray showed that the pneumothorax had decreased in size and the patient was subsequently discharged home.